Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the device would not turn on. Upon troubleshooting, fse found that there was malfunction in pdu fan tray and dc power supply (dcps). Following the replacement of the fan tray, the system successfully powered on; no voltage was being delivered beyond the pdu dual switch module (ny9). After replacing ny9, the system returned to normal operation. Additionally, the failure of the control board had caused the fuses on each board to blow, so fse to replace the damaged fuses. The defective pdu dual switch module and pdu fan tray was returned to philips for analysis. After analysis of pdu dual switch module, identified burn and heat spots, accompanied by distinct electrical burn marks on the unit. Certain components of the fuses had melted, with some areas completely charred due to excessive heat. The two primary fuses were found to be non-operational, confirming the occurrence of the failure and the cause of pdu fan tray and dcps couldn¿t be conclusively determined by supplier¿s part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.